Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there is one previous complaint of this code-batch regarding other issue, not related to leakage. Manufactured (B)(4) units of this code batch, there are no units in stock. Reviewed the batch manufacturing record, there is a deviation prior to the release of the product. The deviation was an approval of the ampoules, they were approved. The ampoule received was checked carefully. Leakage of the liquid glue through a line that seems to be connected to the injection point of the ampoule. The ampoule received has a tear near the injection point on the surface of the ampoule and as a consequence of that, leakage of the liquid glue through the cannula, thus provoking glue polymerization outside the ampoule. Final conclusion: complaint is justified. Corrective/preventive actions: the supplier of the ampoules is to be informed about the finding.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). When opening the package, the leakage from the ampule was already caused, therefore the product was not able to be used.